Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an antibacterial absorbable envelope was used with an implantable device. The skin did not close. Six weeks post implant, the wound was cleaned out and re-sutured. The patient had regular wound redressing with their physician following that procedure. The physician wondered if the antibacterial absorbable envelope had prevented proper healing. Wound swabs were noted to be negative. The antibacterial absorbable envelope remains in use. No further patient complications have been reported as a result of this event.